Event description:
A report was received that the patient's midline incision was opening and was believed to be infected. The physician did not believe that infection was device related. Antibiotics were administered. The patient, who had previous nondevice related surgeries, also reported that the ipg would not charge. The physician could not determine if there was malfunction since the patient is a noncompliant elderly. The patient underwent an explant procedure.

Event description:
A report was received that the patient's midline incision was opening and was believed to be infected. The physician did not believe that infection was device related. Antibiotics were administered. The patient, who had previous nondevice related surgeries, also reported that the ipg would not charge. The physician could not determine if there was malfunction since the patient is a noncompliant elderly. The patient underwent an explant procedure.

Event description:
A report was received that the patient's midline incision was opening and was believed to be infected. The physician did not believe that infection was device related. Antibiotics were administered. The patient, who had previous nondevice related surgeries, also reported that the ipg would not charge. The physician could not determine if there was malfunction since the patient is a noncompliant elderly. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-1110-02 (sn (B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The reported complaint "system is not working" was not duplicated or confirmed. The ipg was programmed to the patient's latest setting, and the stimulation amplitude and timing were monitored per cis procedure for errors. No discrepancies were identified. Device exhibits normal charging and discharging characteristics. A review of sterilization records found them to be satisfactory.

Manufacturer narrative:
Additional information was received that it was believed that electrocautery was likely used during previous non-device related surgery.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator(ipg). Model#: sc-2218-70, serial#: (B)(4), description: linear st lead, 70cm. Model#: sc-4316, lot/serial#: (B)(4), descripton: next generation anchor kit-sterile the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.